Event description:
The mfrs packaging for the aortic valve was difficult to open by the thoracic nurse. The collar was very hard to remove and the valve holder/rotator and valve fell apart while attempting to place the entire apparatus on the mayo stand. Then, after the aortic valve was implanted, the aorta closed and the cross clamp removed, massive regurgitation occurred. This happened a total of three times. The mechanical valve was finally removed for good after the third time and a pericardial valve was implanted without further regurgitation noted. It was felt that the delay contributed to the pt's inability to be weaned off the cardiopulmonary bypass, even with the help of placement of a intra-aortic balloon pump, and the pt expired in the operating room.